Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bio bag. A lot number was not provided with the returned device. The returned device is a 20 fr feeding tube with flow-20 printed on the tubing. The device was returned with an unknown substance in the tubing and an additional feeding adapter connected to the feeding port. A visual examination of the feeding tube identified the tube was not cut at the x mark on the tube, it was cut 20 cm proximal to the x mark on the feeding tube. Our evaluation of the product said to be involved confirmed the report. The internal bolster has separated from the feeding tube. The internal bolster was not provided with the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instruction for use indicates the following: "warning: the bolster should sit close to the skin but not tight against the skin. Excessive traction on the tube may cause premature removal, fatigue, or failure of the device." The instruction for use indicates the following: "cut the tube at the x mark." The extra length may cause the feeding tube to move around more and make it easier for the feeding tube to be pulled on. "Excessive traction on the tube may cause premature removal, fatigue, or failure of the device." Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets - push are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the tubing was not cut at the x mark, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a percutaneous endoscopic gastrostomy (peg), the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - push. The inner bolus (bolster) fell off inside of the patient. It detached from the tube. The patient was at a rehabilitation center and they indicated that it fell out of the patient. No further actions have been done at this time. Additional clarification was received from the district manager on 02/22/2018: the inner bolus detached from the tube and remained inside the patient. The facility (rehabilitation center) left the bolus inside the patient to pass naturally, no additional procedures were performed to retrieve the detached bolus. With no bolus keeping the feeding tube in place, the feeding tube subsequently slid out of the patient. This was when they noticed the bolus had detached.